Event description:
It was reported that the user experienced an insulin delivery occlusion while using a contacts detach steel infusion set, which cleared after the user replaced the infusion set and the system was able to proceed. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical care. Investigation included complaint record review and user troubleshooting guidance. Investigation of this case revealed that the occlusion resolved with supply replacement and no further device performance issues were identified. It was concluded that the event was consistent with an infusion set occlusion that resolved after changing the set, with no patient injury.